Event description:
Patient spouse a hypogleycemic event occurred 18 months ago, no specific date was provided. Spouse stated he had trouble waking the patient. Spouse stated they determined the patient had a blood glucose level reading of 48. Spouse gave the patient orange juice and tried feeding carbohydrates, but patient repeatedly dosed off. Spouse called for paramedics, they gave patient glucose tablets to eat, then took the patient to hospital emergency room (ER). Spouse stated v-go worn to the ER was removed and discarded when they arrived at the ER. Spouse stated patient recovered from the event shortly after arriving at the ER, within 2 hours of the event onset. Spouse stated patient was allowed to return home when the patient blood glucose level reached 100.